Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Biomed reported that sherlock 3cg display is shutting down without command and without battery warning in the middle of procedures.